Event description:
It was reported that during an elective coronary angiogram (uneventful with minimal luminal irregularities noted), suture repair was attempted of the right femoral artery using a proglide device when the device had an unspecified issue and broke / got stuck and it could not be removed. The customer was taken to the operating room emergency for an open groin exploration with femoral artery repair, removal of the partially deployed proglide device (the catheter tip was severed from device and was retained within the common femoral/external iliac artery), and the artery was repaired with primary closure. Suction dressing was placed. Customer was observed overnight, and discharged the next day with a wound vacuum device.

Event description:
It was reported that during an elective coronary angiogram (uneventful with minimal luminal irregularities noted), suture repair was attempted of the right femoral artery using a proglide device when the device had an unspecified issue and broke / got stuck and it could not be removed. The customer was taken to the operating room emergency for an open groin exploration with femoral artery repair, removal of the partially deployed proglide device (the catheter tip was severed from device and was retained within the common femoral/external iliac artery), and the artery was repaired with primary closure. Suction dressing was placed. Customer was observed overnight, and discharged the next day with a wound vacuum device.